Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the power management board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) was not able to fully charge both batteries. It was noted that the iabp unit would charge in one minute cycles and then not charge for one minute. When the battery is charged to 60% capacity, the charging is finished. The main power supply was verified to be plugged into the ac socket and the iabp unit console was correctly connected to the cart. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not able to fully charge both batteries. It was noted that the iabp unit would charge in one minute cycles and then not charge for one minute. When the battery is charged to 60% capacity, the charging is finished. The main power supply was verified to be plugged into the ac socket and the iabp unit console was correctly connected to the cart. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.